Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first loading of the evolut fx+ 29 millimeter valve, tension was experienced. During the valve check, an overlap of the crown to the fifth node was observed and the valve was reloaded onto a new delivery catheter system (dcs). Tension was also noticed during the loading maneuver of the new delivery fx. Additionally, the guidewire became stuck at the level of the mid capsule during the insertion of the dcs. The procedure was completed using an evolut proplus 29 millimeter system without any issues. No patient complications have been reported as a result of this event. Additional information was received that the misload was identified via fluoroscopic inspection. Additionally, a non-medtronic guidewire was used for the valve implant.

Manufacturer narrative:
Image review: thirty-nine static fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. However, the images reveal that the patient had a pre-existing surgical aortic valve of unknown type and size. Fluoroscopy valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that the valve was reloaded onto a new delivery catheter system and tension during loading was experienced and became stuck on the guidewire. Subsequently a different valve was used. There is evidence of a new fluoroscopy valve load inspection confirming a good load. The valve was successfully implanted. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the capsule partially opened. Delamination was observed over the nitinol reinforcing frame at the distal end and the proximal end of the capsule. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. A stylet was unable to be inserted fully into the dcs. On retraction of the capsule via the rotation of the actuator, the returned valve deployed with a crown overlap. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was flattening to the distal end and a kink to proximal end of inner member shaft. The spindle hub appeared intact with no evidence of damage. A valve was unable to be loaded due to the damage to the inner member shaft. A 0.035-inch guidewire was able to be backloaded through the dcs with resistance noted at the inner member flattening and kink sites. The reported event for difficult to load could not be confirmed in the analysis. The reported event for interaction issues with guidewire could be confirmed in the analysis due to the resistance noted when passing the guidewire through the inner member shaft. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012548054); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first loading of the evolut fx+ 29 millimeter valve, tension was experienced. During the valve check, an overlap of the crown to the fifth node was observed and the valve was reloaded onto a new delivery catheter system (dcs). Tension was also noticed during the loading maneuver of the new delivery fx. Additionally, the guidewire became stuck at the level of the mid capsule during the insertion of the dcs. The procedure was completed using an evolut proplus 29 millimeter system without any issues. No patient complications have been reported as a result of this event.